Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the neck region. Subsequent electrical testing and x-rays did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of perforation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a post-operative check six days after implant this right ventricular (rv) lead had no capture and increased thresholds. An echo was performed and determined that the lead had perforated the heart wall. The lead was explanted and replaced, and pericardiocentesis was performed to drain fluid from around the heart. No additional adverse patient effects were reported.